Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for lumbar radiculopathy reported three weeks ago when they would increase stimulation to their normal working level stimulation would cause them to be shocked. It was further reported when the patient was lying down their stomach would start to twitch. On (B)(6) the patient felt nauseated and it gradually got worse. When stimulation was decreased the nausea and shocking would go away but then it wouldn't cover their pain. A request was made to get in touch with the manufacturer's representative (rep). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.